Manufacturer narrative:
(B)(4). Date sent: 6/1/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a hemorrhoidectomy procedure, it is alleged that the device only partially fired during the firing sequence. Some parts had cut and stapled correctly but others had only cut with no staples. There was a lot of bleeding in these areas. The surgeon sutured the damaged areas and there were no adverse effects for the patient..

Manufacturer narrative:
(B)(4). This report is a duplicate of 3005075853-2017-02863.